Event description:
The facility representative reported a colleague infusion pump with the reported condition of air detected reading. There was no report of patient injury or medical intervention necessary. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available. During product evaluation at baxter, it was discovered that the event occurred during delivery.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced and recalibrated.